Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/5/15 medical records received. A doi and dor were provided. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 for dislocations, instability, malpositioned cup, metallosis, and infection. All implants were removed and spacers were placed. The date of reimplantation were provided. No part/lot provided. Update 02/07/17 medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2014 indicates dislocation, instability, malpositioned cup, metallosis, pain, and infection. All implants were removed and spacers were placed. The patient was reimplanted with competitor products so the additional revisions listed involve no depuy products. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 12/15/2015 & 1/5/1206 medical records received. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 7, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Legal claim says the hip has failed. Update (B)(6) 2015 medical records received. A doi and dor were provided. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 for dislocations, instability, malpositioned cup, metallosis, and infection. All implants were removed and spacers were placed. The date of reimplantation were provided. No part/lot provided. The complaint was updated on: (B)(6) /2015.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.